Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The reported complaint of the gas volume accuracy (tidal volume) being out of tolerance was not duplicated. No fault was found on this returned exhalation flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The service engineer (se) inspected the device. The se confirmed the reported issue and found an exhalation flow outside range error code. The se replaced the exhalation flow sensor and the ventilator passed all testing.

Event description:
It was reported that during use the ventilators volumes were reading high. No patient harm reported. Event date not specified: estimate used.